Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that during patient use, a ventilator generated an alarm, the safety valve opened and it stopped cycling. The patient was transferred to another ventilator without harm.

Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and verified the reported issue. The se replaced the power supply, exhalation valve, and exhalation flow sensor, which resolved the reported issue. The ventilator passed self-testing.